Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Adhesive on bending section cover was chipped. There were few additional findings. The bending section cover had a scratch. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Due to damage on charge coupled device (ccd) unit, the image had linear scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the adhesive of the bending section cover of the loaner videoscope was chipped. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the objective lens adhesive peeled off due to stress of repeated use, external factors, or handling of the device. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope: [inspection of the endoscope] 4. Inspect the covering of the bending section for excessive sagging, swelling, dents, scratching, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8. Wipe the video connector, including the electrical contacts, using a gauze. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.